Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer accidentally selected "done" during the load sequence when the load sequence had not yet been completed. Tandem technical support guided the customer through performing the fill tubing process once more in order to complete the load process. The customer successfully completed the load sequence and resumed insulin deliveries. The customer's blood glucose (bg) level was 250mg/dl and a correction bolus was delivered to address the bg level.